Event description:
A surgeon reported that a pt developed endophthalmitis following implantation of an intraocular lens (iol). The association between this event and iol is not known. Add'l info has been sought.